Manufacturer narrative:
The hospital did not retain the devices used in the procedure for return engineering investigation. Several unsuccessful attempts (01/24, 01/25 and 02/04) were made to obtain further device lot information.

Event description:
This was a right-sided, cardiac lead removal procedure performed in the operating room with arterial line placement, fluoroscopy and tee. The patient had been receiving inappropriate shocks. The physician prepped the rv lead with a lld-ez and began lasing with a 14f sls. After 2 minutes, 23 seconds and 5792 pulses, he only advanced laser to beginning of proximal coil. At this time, the physician upsized to a 16f sls, but made only a slight amount of progress. He then utilized outer sheath for a short time, then reintroduced the 16f sls. At the midway point to proximal coil with 5 minutes, 23 seconds of lasing and 13060 pulses, there was a release of tension on the rv lead. Blood pressure dropped to 80-90 systolic from 120 systolic. Tee was already in place with no effusion noted. The left heart border under fluoroscopy appeared sharp with no effusion noted. Fluids were given, but the patient's blood pressure failed to respond. At this point, a chest tube was inserted into the right chest and approximately 1 liter of blood was suctioned. A median sternotomy was performed and the patient's bp continued to decline. The physician noted a perforation in the subclavian/svc junction. The patient was placed on cardiac bypass, an iabp inserted and numerous runs of v-fib were detected. Attempts were made at repairing the vascular injury, but ultimately the patient did not survive.